Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm test due to the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was 386mg/dl. The customer's most current level was 384mg/dl. The customer states they conducted set change. Troubleshoot was conducted and drive support cap was noted to be flushed. The customer was advised the pump would have to be replaced and returned for analysis.